Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had a pain at the implant site. The physician did trigger point injections to help alleviate the pain but it did not.

Event description:
It was reported that patient had a pain at the implant site. The physician did trigger point injections to help alleviate the pain but it did not. Additional information was provided that patients spinal cord stimulator (scs) devices were explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7087432, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7087367, UDI: (B)(4).